Event description:
The customer reported that the battery had a torn elastomer. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the battery had a torn elastomer. There was no report of pt involvement. A philips field service engineer stated that the battery produced a "shutting down", message. Philips sent the customer a new battery which resolved the failure.